Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence and urgency frequency; the trial began (B)(6) 2019. It was reported the trial patient¿s husband stated that she woke up in the night twice with the urge to urinate, but was unable to void. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.